Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report intermittent audio output from the receiver that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.